Event description:
An ophthalmic assistant reported a pt who was diagnosed with epithelium infiltrates following use of this product. The pt was treated with steroid drops. The pt discontinued using the product and the symptoms resolved. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by phone, fax and mail on 1/31/2012 and 2/1/2012. A completed questionnaire has not been received. (B)(4).